Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the device was degraded with age. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a demonstration for the subject device, all led on the front panel were blinking and did not work. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.